Event description:
Customer reported that pump battery would not charge, and attempts to use different power sources and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. The pump was out of warranty, and the customer reverted to an alternate method of insulin therapy.